Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's mother stated that the up and down arrow button was getting stuck. The customer's blood glucose was 554 mg/dl mg/dl at the time of incident. The customer's blood glucose was 275 mg/dl mg/dl at the time of incident. The customer's mother stated that her son's blood glucose reached over 600 mg/dl. The customer's mother stated that she treated her high blood glucose with manual injections. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.